Event description:
During attempted placement of micropuncture introducer the tip of the wire guide broke off in the pt's subcutaneous tissue of their right thigh. An angiogram confirmed that a 1-2 cm segment of the wire remains in the pt. Examining the wire guide itself, it appears the tip is intact.

Manufacturer narrative:
The customer has returned the supplied wire guide (stf-18-40-aust) in a used and damaged condition. In addition, the jcd5.0-18-10.0-mpis was returned in a used and damaged condition. A visual examination of the mandril guide discovered the coil to be damaged. However, the coil was intact with the distal weld ball and proximal solder connections secure. A further examination discovered that the 5.0 dilator tip to be damaged. However, the overall length was within specified tolerance. Therefore, at this time we are unable to determine why the customer believes approximately 1-2 cm of the returned wire guide remains in the pt. It is possible that this observation by the attending physician is a result of a previous procedure. These devices are inspected in their assigned qc depts verifying 100% for bends, kinks, adequate joint strength, verifying the appropriate overall length and other surface imperfections prior to transport.